Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in a significant amount of pain and the device had been turned off today according to their manufacturing representative. Patient stated they were having excruciating electrical shocks on their surgical site going up their spine since friday night. Agent asked when the pain started and patient stated it was like they had a layer of lidocaine under their skin and when the feeling came back completely from surgery they started having these jolts of pain depending on which way they turned or if they got up or sat down too firmly or the wrong way on that cheek of their backside. The patient was redirected to their healthcare provider to further address the issue.